Event description:
It was reported that during a venoplasty treatment procedure, a balloon rupture and balloon fragmentation occurred. The physician was treating a 75% stenosed lesion located in the non-tortuous and non-calcified basilic vein with this 8-4/5.8/75 blue max balloon catheter. The balloon ruptured on the first inflation at 15 atms. Upon rupturing, approximately half of the balloon fragmented and came off inside the patient. The balloon material did not embolize in the patient. A venous cutdown was performed to remove the balloon material. Further treatment to the lesion was not required and the procedure was considered complete at this point. There were no further reported patient complications. The patient status post-procedure was considered good.

Manufacturer narrative:
Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).